Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00361. It was reported the patient began to experience severe headaches after undergoing a trial scs procedure. It was also reported stimulation exacerbated their symptoms caused by their preexisting condition of adhesive arachnoiditis. In turn, the patient deactivated stimulation. As a result, the trial leads were removed a day after they were implanted.